Event description:
It was reported that the user experienced a hypoglycemic event with the lowest reported blood glucose of 67 mg/dl while using the ilet during its initial learning phase and within the first day of use, and the user contacted support and performed a fingerstick that measured 91 mg/dl after consuming a cookie; the agent provided education on verifying continuous glucose monitor readings with a glucometer during lows and assisted with cgm calibration. Symptoms included feeling tired. Outcomes included resolution of the low without further intervention and no hospitalization. Investigation included troubleshooting with the user and education on appropriate verification methods during low glucose events. Investigation of this case revealed no device malfunction, with the event occurring during early system adaptation and cgm calibration steps completed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.